Event description:
The manufacturer received information alleging a ventilator inoperative error code was discovered in the bipap a30, silver series device's event log during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During the "in process" evaluation of the bipap a30, silver series device at a third-party service center, a ventilator inoperative error indicating a failure of the outlet pressure sensor was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.